Manufacturer narrative:
The reported observations were documented. A boston scientific field representative stated a nurse followed up with this patient following the episode and the patient will be followed on a regular basis. Results of device interrogation are unknown. As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that this patient stated that there was time where he received fourteen shocks and passed out in his backyard. The patient stated he had not been close enough to his communicator for the episode to be documented. The patient went into his physician and they informed him that there were no recorded events that corresponded with the event. The patient ended up having an ablation procedure. No additional adverse patient effects were reported.